Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
The customer reported that the device failed testing. There was no patient involvement.